Manufacturer narrative:
The prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of drug effect" in (B)(6) 2012. In (B)(6), the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal and pelvic pain"), pelvic pain ("severe lower abdominal and pelvic pain"), dysgeusia ("metallic taste in mouth"), hypoglycaemia ("hypoglycemia"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), dry skin ("dry patches of skin resembling burns"), erythema ("redness"), blister ("blisters"), pruritus ("itching on her face"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), allergy to metals ("allergies to metal") and pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (a partial hysterectomy, during which her uterus was remove). At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, pelvic pain, dysgeusia, hypoglycaemia, arthralgia, uterine pain, ovarian cyst, migraine, vaginal discharge, dyspareunia, rash, dry skin, erythema, blister, pruritus, fatigue, weight fluctuation, allergy to metals and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, arthralgia, blister, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, hypoglycaemia, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine pain, vaginal discharge and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure') and pregnancy with contraceptive device ('unintended pregnancy,no complication') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of drug effect" in (B)(6)2012 and device monitoring procedure not performed "she did not undergone essure confirmation test". In 2010, the patient had essure inserted. On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal and pelvic pain"), pelvic pain ("severe lower abdominal and pelvic pain"), dysgeusia ("metallic taste in mouth"), hypoglycaemia ("hypoglycemia"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), dry skin ("dry patches of skin resembling burns"), erythema ("redness"), blister ("blisters"), pruritus ("itching on her face"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), allergy to metals ("allergies to metal"), abdominal pain ("abdominal") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a partial hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, pelvic pain, dysgeusia, hypoglycaemia, arthralgia, uterine pain, ovarian cyst, migraine, vaginal discharge, dyspareunia, rash, dry skin, erythema, blister, pruritus, fatigue, weight fluctuation, allergy to metals, pregnancy with contraceptive device, abdominal pain and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, blister, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, hypoglycaemia, menorrhagia, menstrual disorder, metrorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: discrepancy noted. In previous distribution device removal was mentioned but in current follow up plaintiff claimed that no removal planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New events added: abdominal pain and metrorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of drug effect" in (B)(6) 2012. In 2010, the patient had essure inserted. On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal and pelvic pain"), pelvic pain ("severe lower abdominal and pelvic pain"), dysgeusia ("metallic taste in mouth"), hypoglycaemia ("hypoglycemia"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), dry skin ("dry patches of skin resembling burns"), erythema ("redness"), blister ("blisters"), pruritus ("itching on her face"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), allergy to metals ("allergies to metal") and pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (a partial hysterectomy, during which her uterus was remove). At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, pelvic pain, dysgeusia, hypoglycaemia, arthralgia, uterine pain, ovarian cyst, migraine, vaginal discharge, dyspareunia, rash, dry skin, erythema, blister, pruritus, fatigue, weight fluctuation, allergy to metals and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, arthralgia, blister, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, hypoglycaemia, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine pain, vaginal discharge and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.